Event description:
The patient received her scs system on (B) (6) 2008. It was reported that the patient was experiencing a burning sensation at the ipg site when using the charging system or the programmer. The patient also reported overstimulation sensations when trying to connect to the patient programmer or charger. During a programming session, the patient reportedly experienced heating at the ipg pocket site while attempting to connect to the patient programmer. It was reported, the patient experienced feeling the heat even when the system was turned off after that event. The patient was explanted on (B) (6) 2009, and the ipg was replaced. Follow up on the patient found that she has good pain relief now but still claims a burning sensation is still present at the ipg site. It was reported that the physician moved the ipg to the other side of the patient's body on (B) (6) 2009. No further issues have been reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Upper septum in ipg header shows some signs of damage and both setscrews were found unseated. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.